Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that the machine alarmed with a tmp alarm, the venous chamber filled and the blood lines (not a fresenius product) clotted during a patient¿s hemodialysis treatment. Upon follow up, it was confirmed that the patient did not experience any adverse effects, serious injuries, or require medical intervention. Additional patient and treatment details were not provided. The machine was repaired and calibrated. The machine was returned to service following the repair. There are no samples available for return for evaluation.